Event description:
A male patient reported bleeding for several days after using intermittent urinary catheter (lofric origo). He is an experienced user and has used lofric origo during several years. Starting around (B)(6) 2024 patient have had a few bouts of bleeding probably due to rough edges around the catheter hole according to the patient himself. The last bout of bleeding lasted over four days. The patient also claims that the coating of the catheter is not a "slippery" as it has been in the past. Urinalysis and urine cultures has been performed, ordered by patient's urologist. Both were negative. Last bleeding, which was moderate, lasted for 4 days. At that time, patient visited his urologist's office and urinalysis and an urine culture was performed. Both were negative and no obstructions was detected in urethra. After exaimination the patient was given new catheter samples of a different brand to try.

Manufacturer narrative:
The batch documentation for the affected device has been reviewed and no deviations was found. The returned product samples of the same lot were examined and showed no defects or deviations. Investigation of the batch documentation and the returned product samples did not provide conclusion for root cause. Manufacturer concludes that this is an isolated event. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.